Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of inappropriate shocks. It was reported that the patient developed bundle branch block that resulted in larger t-waves. Boston scientific technical services (ts) discussed potential programming options. This product remains implanted and in service. No adverse patient effects were reported.